Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the wireless footswitch stopped charging and the wireless footswitch was still not working even after replacing the battery of the wireless footswitch. No other service was provided by philips, as customer only requires the spare parts to be delivered. Wireless foot switch and bs update box were shipped to the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch stopped charging and the wireless footswitch was still not working even after replacing the battery of the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.